Event description:
It was reported that atrial and ventricular r-waves had decreased from greater than 10 mv to less than 2 mv and thresholds had increased from less than 1 v, 0.4 ms to greater than 2 v, 0.5 ms. The pocket was opened for a lead revision. Upon disconnecting the pulse generator, blood was noted in the device header. The physician elected to implant a new pulse generator, after which lead measurements were acceptable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.